Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was clarified that it felt like a small electrical charge in the leads going towards their bladder. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they could feel "something going down the wire" when they had standard dental x-rays. At first, they thought it was like a shocking, but then they clarified that it was not shocking; that was just the term they used when they described what they were feeling. The patient said the sensation stopped when the x-ray was complete. The event date provided as about two months ago. No further patient complications have been reported as a result of this event.